Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
After drain placement, the patient was sent to recovery. The tube was noted to be disconnected from the hub (MFR# 1820334-2017-02658). Prior to placing a second drain, the user pulled on its hub to check the connection security, and it separated (this report). This device did not make patient contact. Three other devices were then checked for security, and the hubs also detached (MFR# 1820334-2015-00828).